Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the catheter was received with the female telescope tubing assembly detached at the anchor seal housing exposing the imaging core assembly. Water was leaking from the detached telescope assembly during the flushing process. Traces of adhesive was observed at the anchor seal housing bond. The telescope assembly was not able to properly pullback or advance. Impedance testing finds the device is capable of imaging properly. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the telescope and the shaft got separated. During a percutaneous coronary intervention, an opticross¿ was used. When flushing the device, the telescope and the shaft got separated without any resistance. They suspected an adhesion failure. The procedure was completed with another with same device. No patient complication was reported and the patient's condition was fine.

Event description:
It was reported that the telescope and the shaft got separated. During a percutaneous coronary intervention, an opticross was used. When flushing the device, the telescope and the shaft got separated without any resistance. They suspected an adhesion failure. The procedure was completed with another with same device. No patient complication was reported and the patient's condition was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).